Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the lead was changed a 3rd time and 2 distal contacts remained red during impedance testing. The cause of the issue was unknown. The rep said it could be because there was scar tissue surrounding the subcutaneous lead. The 5 contacts being out was down to 2. The ins and leads remained implanted. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2018, product type: lead; product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 977a275, serial/lot #: (B)(4), (B)(6), (B)(4); product ID: 977a275, serial/lot #: (B)(4), (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient came in for her post-op appointment. When the rep turned stimulation on, the patient only felt it in her neck regardless of which lead or contact was used. The leads were originally implanted in the patient¿s skull in the occipital region. However, the patient didn¿t feel any stimulation there. The physician ordered an x-ray and it revealed the leads had migrated down to the patient¿s neck. The patient denied any falls or trauma. The device was reprogrammed, and the hcp wanted to revise the leads sometime in august. The issue has not yet been resolved. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. Product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was having a revision of their occipital system on the day of the report. In the operating room one lead was showing red contacts during impedance testing. 4 contacts were not viable and later during testing this changed to 5 contacts not viable. The lead was wiped down, reinserted, and retested but the issue did not resolve. No further complications were reported.